Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. According to medical records, during the removal of femoral component, there was a section of anterior part of the trochanter that fractured off. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00875705602, lot number: 63055854, brand name: acetabular shell; catalog number: 00877503602, lot number: 2791357, brand name: biolox delta head; catalog number: 00885101236, lot number: 63078458, brand name: acetabular liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that during a revision surgery, the surgeon noted a fracture of the anterior part of the trochanter while removing the femoral component. The surgeon elected not to place any supplemental fixation as the fracture was not completely displaced. Attempts have been made and additional information on the reported event is unavailable.